Event description:
Reporter alleged, when going to the doctor for a routine check-up, the doctors' meter read 105 mg/dl, compared to the customers' reading of 235 mg/dl, when testing was performed within 5 minutes of each other. Reporter stated another comparison was performed, where the customers' meter read 279 mg/dl, compared to the doctors' measurement of 100 mg/dl, during the same check-up visit. No actions were taken or treatment received, reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.